Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was subjected to and passed all automated therapy verification testing which confirms proper operation of the pacing, sensing, and shocking functions of the device. Pin gauge testing, designed to verify proper port dimensions, was completed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker device exhibited noise in the header that was noticed when a new right ventricular (rv) lead was placed. The device was explanted. No additional adverse patient effects were reported.